Event description:
It was reported as part of a market evaluation, during a tonsillectomy, two handpieces were used and black insulation flaked off.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies. End of report.